Event description:
Optiflux 180nre 5 min. Into tx, blood leak alarmed, stopped bfr, clamped lines, tested with rpc strip = (+) result. Blood return arterial line 50 ml, est. Blood loss 250 ml. Venous line and dialyzer. Moved patient to another chair. Resumed tx without incident. Notified dr. (B)(6), ordered stat hgb, and to notify cm with dialyzer lot ##25juo1005. Rpc strip = (+) result.